Event description:
It was reported by the physician the handheld programmer had issues with the screen freezing over the past year, intermittently, while checking patients. It was noted the handheld had to have a hard restart multiple times. The physician has requested a replacement and the physician was provided a new programming tablet. The handheld programmer is expected to be returned to the manufacturer, but has not been received to date.

Manufacturer narrative:
This information was originally incorrectly reported on the initial MFR. Report.

Event description:
The handheld device and related software were received on 09/23/2015. Product analysis is expected but has not been completed to date.

Event description:
Analysis for the returned handheld device revealed no anomalies were noted during testing using the ac adapter or the main battery with a full charge. The handheld device performed according to functional specifications. Analysis for the returned software was completed and confirmed the event of the screen freezing during interrogation. The screen freezing is a known issue that has been previously investigated by the manufacturer and the root cause was determined to be due to a failure in the api function that results in control of the device not returning to the cyberonics software. The most probable cause is an anomaly in the interface between the microsoft provided software and the dell hardware which results in the os's inability to locate specific memory directories within the file system. No additional issues were observed with the returned flashcard. The flashcard and software performed according to functional specifications.